Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and bent cannula. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose via manual injection. Customer advised the cannula was bent but there was no alarm. Customer was advised that the no delivery alarm does not alarm due to having a bent cannula. Customer advised they would call back to perform the high pressure test.